Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Analysis was unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The insulin pump was received with intermittent act and esc buttons due to flattened dome switches. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The insulin pump was received with cracked case at the display window corners, display window and battery tube thread and minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 108mg/dl. The customer also indicated that the pump is cracked. Troubleshooting found that this was a past event and no further troubleshooting was completed as the pump will be replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.